Event description:
European musculo-skeletal oncology society meeting abstract "bayley walker proximal humeral reconstruction, the stanmore experience" reports complication in 2 patients due to periprosthetic fracture.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.